Manufacturer narrative:
The investigation determined that imprecise vitros amon quality control results were obtained on a vitros 350 chemistry system. An ocd field engineer replaced multiple parts within the incubator and performed incubator cleaning. Following these actions, acceptable vitros amon performance was observed. The investigation was unable to determine a definitive root cause. However, the event is most likely instrument related. The root cause of this event is unknown.

Event description:
The customer observed imprecise ammonia quality control results using vitros amon slides on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)